Event description:
It was reported that the user experienced a hypoglycemic event with a documented blood glucose nadir of 39 mg/dl, after which oral carbohydrate (juice) was administered by a family member and paramedics were contacted; on their arrival, blood glucose was 53 mg/dl and rising, and no further medical intervention was required. Symptoms included low blood glucose. Outcomes included temporary impairment due to hypoglycemia that resolved with self-care and without hospitalization. The user expressed concern that prefilled fiasp cartridges were contributing to recurrent lows and stated a preference to switch back to lyumjev filled manually. Investigation included complaint intake and troubleshooting with education on hypoglycemia recognition and treatment. Investigation of this case revealed that the cause of the hypoglycemia could not be determined based on available information, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.